Manufacturer narrative:
Monitor 2008. Battery packs 2007. Device evaluation summary: device evaluations of monitor, battery packs had a damaged battery connector. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. Battery pack had a broken locking tab. The root cause of the broken locking tab cannot be positively identified, but appears to be the result of the patient forcing the battery pack out of the monitor without pressing the locking tab. The battery pack was repaired. The battery pack was retested and then restocked. Battery pack and the monitor were fully functional. They were retested and restocked. No adverse events results from the damaged battery packs. The patient received replacement battery packs and a monitor.

Event description:
A male patient contacted lifecor customer support to report that one of his battery packs was displaying the flashing red light on the charger. Support sent the patient a replacement battery pack. Support also sent a patient service rep (psr) to the patient to retrain him and aid in downloading. The psr noticed that one of the battery packs would not stay in the monitor. Psr gave the patient a replacement monitor and two battery packs.